Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer was hospitalized due to hyperglycemia as well as diabetic ketoacidosis on (B)(6) 2018. The customer blood glucose level was 400 mg/dl at the time of incident and the current blood glucose level was 298 mg/dl. The customer was assisted with troubleshooting. The customer was treated with insulin pump for high blood glucose level. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer stated that the symptoms related to high blood glucose such as thirsty. Customer reports they have contacted their health care professional regarding the high blood glucose. Customer did not allege pump was under delivering. The customer stated that the drive support cap appears normal. Customer stated that the insulin pump had alarms no delivery and when this happens customer changes their infusion set. Customer declines to troubleshooting for no delivery, failed battery test and the battery out limit. Customer stated that the insulin pump had blank display. Customer stated that the insulin pump had cracks on front of the insulin pump. Advise to discontinue use of the pump and revert to backup plan per health care professional instructions. Customer's outcome pertaining to the complaint. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device had blank display due to the battery tube connector not plugged in properly into b1 interface board. Unable to perform the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test due to blank display. Unable to test for failed battery test alarm, no delivery alarm or battery out limit due to blank display. Device had cracked display window, cracked case at the display window corner, cracked reservoir tube lip and a missing end cap sticker. After connecting the battery tube connector to the b1 interface board, perform a pump history download and carelink.